Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not holding pressure. The event occurred during surgery. And there was no patient harm and no surgical delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was not holding pressure. On (B)(6), 2017, it was clarified that the issue occurred during surgery and there was no patient harm and surgical delay. The unit released pressure on the cuff and an alternate device was retrieved for use. The event was not related to out of box failure. No medical intervention was required and the surgical technique was utilized. The UDI number of the product is not applicable. The customer did not return an a.t.s. 750 tourniquet device, serial number eu079875, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 750 tourniquet serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the device was not holding pressure and the case base, control panel, rf bale, battery and screw in power entry module were replaced. Initial qa inspection of the a.t.s. 750 tourniquet by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the a.t.s. 750 tourniquet was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device not holding pressure cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.